Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was having worsening depression and was hospitalized as a result. This is of severe severity. It is reportedly probably related to stimulation/device. Outcome is currently not recovered/not resolved. The event has not led to death and is not an unexpected serious adverse device effect. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the event was not related to vns.

Event description:
Further information was received that the patient changed dose/schedule of medication as a result of this event.